Event description:
During laparoscopic vaginal hysterectomy at the fulguration of the right uterine artery with the harmonic scalpel, one of the blades dislodged from the apparatus resulting in incomplete fulguration of the uterine artery and heavy intraoperative bleeding.